Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the bd sales consultant was inservicing for a trial of the suspect device, it was noted that after retraction the cannula was not locking into the retracted position. The cannula could easily be pushed back through the barrel and into the unretracted position. This was reported to be happening on about 20% of the devices used for training. The devices were not used on patients and no injury or medical interventions were reported.

Manufacturer narrative:
Results: one used sample without packaging was returned for evaluation. A visual inspection revealed that the locking tabs were folded and exhibited stress whitening. This condition occurs when the locking mechanism is manually defeated. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6272807. Conclusion: an absolute root cause for this incident cannot be determined, however, our quality engineer notes that the most likely cause of the customer's reported defect is excessive force during use.